Event description:
One day post transapical tavr procedure, the patient suffered a stroke. The patient received a 26mm sapien valve via transapical approach. There were no reported issues during deployment. The patient has a history of afib and had been on coumadin for seven (7) years. Coumadin was stopped prior to the tavr procedure and the patient was started on heparin gtt. Heparin gtt was stopped the day of surgery. One day post surgery, the patient was noted to have right facial droop and right arm/leg weakness. A CT scan was performed but did not show acute intracranial process. The patient was discharged to rehab and was noted to have had improvement of weakness.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the stroke is unknown; however, per report, the patient had a history of afib and had been on coumadin for 7 years. Coumadin was stopped prior to the tavr procedure and the patient was started on heparin gtt. Heparin gtt was stopped the day of surgery. In addition to the procedure itself, it is possible that the atrial fibrillation / discontinuation of the patient¿s coumadin could have contributed to the event. The patient¿s advanced age and gender may have also been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.